Event description:
It was reported that patients pc displayed the message "replace generator soon'. Patient is receiving therapy. A surgical intervention will be addressed at a later date. No further information available.

Event description:
Additional information received indicates that the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.